Event description:
It was reported that during ventilation there was a period of hypoventilation which was attributed to a leak of the breathing valve. It was additionally reported that the valve "was not defective but had not been tightened sufficiently." It was also stated that the pt died 5 days later and that it would not be possible "to distinguish the relative contribution of this incident and the original injury to the death."

Manufacturer narrative:
The investigation is in progress. We will provide our results in a final report.